Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis of the complaint guide wire could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous vertebroplasty (pv) procedure, a guide wire fracture occurred. It is noted that this is an off label use of the device. During an attempt to treat the patient using the pt2 guide wire, along with an angio jet and another manufacturer's device, the guide wire broke at the polymer sleeve and metal shaft. The guide wire was retrieved with a snare. The patient status was reported as "ok."